Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2017 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked at the left side of the grip pad. The keypad cover was found to be lifting up from the pump. During testing, the up arrow, down arrow and ok keypad buttons were under responsive. The keypad was removed and there was moisture corrosion found on the up arrow, down arrow and ok keypad button contacts. Evaluation also revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed the following issues: the battery compartment was cracked at the left side of the grip pad. The keypad cover was lifting up from the pump. The up arrow, down arrow and ok keypad buttons were under responsive. The keypad was removed and there was moisture corrosion found on the up arrow, down arrow and ok keypad button contacts. Evaluation also revealed a dim, discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/09/2017.